Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that for 2 days the readings for sensor glucose and blood glucose had a large difference. The customer's blood glucose was 8.2 mmol/l and sensor glucose value was 2.2 mmol/l at the time of the incident. The sensor glucose reading triggered the threshold suspend alarm when the customer was sleeping. The customer did troubleshooting for the sensor. The customer stated that they had a bent cannula on previous sensor. Customer informed he did sleep on his leg and might have put pressure on transmitter when sleeping. The customer was advised to try a new insertion site and monitor. The product will not be returned.